Event description:
It was reported through a direct call from the customer to the emergency support program (esp) that a fo sensor failure alarm occurred immediately following insertion of a 50cc sensation plus intra-aortic balloon (iab). Troubleshooting included disconnecting and reconnecting the fo connector; however, the fo ap signal could not be restored. The transduced inner lumen had been connected and zeroed previously. Esp personnel advised to disconnect the fo and continue therapy using the transduced ap source. No harm was reported.

Manufacturer narrative:
E1 - event site name: (B)(6)the device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.